Event description:
A healthcare provider reported that a patient saw a power on reset (por) on the patient programmer the evening following an implant surgery. It was unknown if the device was checked following surgery, prior to the patient being released from the hospital. The patient was scheduled to return to the healthcare provider office. The patient couldn't adjust the settings, but no medical symptoms were reported.